Manufacturer narrative:
E1: reporting institution phone (B)(6). E1: reporter phone (B)(6). A philips remote service engineer (rse) spoke to the customer and confirmed that the speaker cable was disconnected. The rse had the customer reconnect the speaker cable to resolve the issue. The device was confirmed to be operating per specifications after the cable was reconnected, and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that device does not produce an audible sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.